Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited undersensing which led to false vt diagnosis during an episode of af with rvr. No intervention was performed. The patient was in stable condition and will continue to be monitored.